Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, other injuries/symptoms. Plaintiff claiming date of additional surgeries: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: pelvic pain, abdominal, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Event outcome were added. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015 surgical report: received in formalin labeled "left fallopian tube" is a fimbriated portion of fallopian tube that is 6 x 0.5 cm. A 0.9 x 0.6 x 0.4 cm intact paratubal cyst is identified. This cyst has a smooth epithelial lining and contains clear and serous fluid. Sectioning of the fallopian tube shows a narrow and unremarkable lumen. 2. Received in formalin labeled "right fallopian tube" is a fimbriated portion of fallopian tube that is 7.5 x 0.5 cm. The serosa is dark red and smooth. Sectioning shows a pinpoint and unremarkable lumen. Concurrent conditions included paratubal cyst, hyperkeratosis, labia enlarged, labiaplasty, colposuspension, cystoscopy and uterovaginal prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),exploratory, laparoscopy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, other injuries/symptoms. Plaintiff claiming date of additional surgeries: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation - on (B)(6) 2014: total bilateral occlusion. Coils were in place and tubes blocked. Imaging procedure - on (B)(6) 2014: essure confirmation test(s)(unspecified) :bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Lot number: 857591 manufacturing date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient. Who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions, on (B)(6) 2015 surgical report: received in formalin labeled "left fallopian tube". Is a fimbriated portion of fallopian tube that is 6 x 0.5 cm. A 0.9 x 0.6 x 0.4 cm, intact paratubal cyst is identified. This cyst has a smooth epithelial lining and contains clear and serous fluid. Sectioning of the fallopian tube shows a narrow and unremarkable lumen. 2. Received in formalin labeled "right fallopian tube" is a fimbriated portion of fallopian tube that is 7.5 x 0.5 cm. The serosa is dark red and smooth. Sectioning shows a pinpoint and unremarkable lumen. Concurrent conditions included paratubal cyst, hyperkeratosis, labia enlarged, labiaplasty, colposuspension, cystoscopy and uterovaginal prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (menorrhagia ("heavy menstrual bleeding")), and dyspareunia (dyspareunia ("painful sexual intercourse")). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),exploratory, laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, other injuries/symptoms. Plaintiff claiming date of additional surgeries: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): chromopertubation on (B)(6) 2014: total bilateral occlusion. Coils were in place and tubes blocked. Imaging procedure on (B)(6) 2014: essure confirmation test(s)(unspecified). Bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs and mr received. Lot number added, event " pelvic inflammatory disease" added, new reporters, plaintiffs information added. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.